Event description:
The device was returned due to cassette latch sensor failed during cassette installation. The results of the investigation confirmed that there was an issue with the latch lock sensor. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6). H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective latch lock sensor was found due to fluid ingression. The latch lock sensor was replaced to fix the issue.